Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that he experienced high blood glucose for two days. Customer stated that he found that the infusion set was disconnected at the quick release, he changed the infusion set but blood glucose was still high over 500 mg/dl. The customer experienced dizziness and constant urination. During troubleshoot; it was stated the drive support cap is recessed. The tubing had no air bubbles, no insulin leak was found and insulin is not expired. Insulin did exit the tubing with manual prime. Time and date were incorrect and customer was unsure about the bolus wizard settings. The infusion set was removed and the cannula was bent. He was advised to contact the doctor to verify the settings and to change the entire infusion set and reservoir.